Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the hospital. The imaging provided shows that the right l3 locking cap had loosened and resulted in the rod dissociating from the right l3 pedicle screw. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported there was a revision surgery due to a creo fenestrated locking cap that was loose with subsequent rod migration 4 months post operatively and causing patient pain.